Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017: it was further reported that the shocks received were appropriate. As well, the ICD was reprogrammed, however the rv lead was not reprogrammed. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's device delivered shocks due to conducted atrial fibrillation (af). It was also noted that the patient's right ventricular (rv) lead had t-wave oversensing (twos), which also undersensed atrial activity. Follow up was conducted to no avail. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.